Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer failed the finger touch test for cursor misalignment. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment of the programmer failed the finger touch test for cursor misalignment. It was noted that the finger touch option was worked correctly. It was further noted that the stylus was missed. The cord bay latch was broken. Bullets assembly was broken. Additionally, it was noted that the screen bezel was damaged on l+r side. The keyboard front latch broken. The keyboard cover sliding rail (r) cracked. Liquid crystal display (lcd) was very dark and vague. The power supply emitted bad odor. An electromagnetic interference repair was performed to fix the screen issues and the software was reinstalled and updated to the latest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional and system tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.